Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was not using the insulin pump because she could not see the screen. She did not feel good inserting the infusion set. The customer was unsure if she will use the insulin pump. Customer's blood glucose level was not reported. The device was not returned.